Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device broke inside the patient when in use in a transurethral resection of bladder tumor procedure. Further, the loop wire detached and fell in the patient's bladder. The bladder was then emptied until the fallen piece came out of the resectoscope sheath. The procedure and anesthesia were prolonged by 10 minutes. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction occurred due to wear and tear. The loop at the distal end of the electrode wears out during use and can break, burn or melt. However, the subject device was not returned, and the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.